Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level as normal operations resumed after a reset. Technical support guided the customer through a reset of the pump, and the error did not reoccur. The customer successfully started a new sensor session following the resolution.